Event description:
Caller reported a power source alert 07. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to leave the wall adapter plugged into a working outlet for at least 30 consecutive minutes, but the pump did not begin charging. Technical support arranged for the customer to return the problematic pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.